Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during meniscal repair surgery both tips of the instrument broke during insertion. The broken off pieces have been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-4501 devices (no batch indicators present) were received for investigation. Visual inspection identified that one of the returned ar-4501 depth stops had been punctured. It appeared as though the depth stop was misaligned, and the cannula pierced through. The depth stop across the second of the two returned ar-4501 devices was noticeably bent. Both ar-4501 devices presented broken cannulas beneath the depth stops, indicative of prying/leveraging forces applied during use.